Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/27/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information requested, the following was obtained: 1. Any patient consequences? Unknown but not reported. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, a second suture broke while in use during a case. It broke in half, both pieces retrieved removed from field. Continuous x-ray being performed during the procedure. No concern for retainment. The suture was the second to break in the case. It is unknown if there were any patient consequences. Additional information was requested.